Event description:
During the procedure, the insulation on the jaw of the harmonic hand piece melted off. The use of instrument was stopped immediately and product was replaced with a new hand piece. There were no problems noted with the new hand piece and surgery was completed without problem.